Manufacturer narrative:
While working on tooth #30, the pt's lower lip was burned. Burn area was from corner to middle of lip. Pt put vaseline on lip. No ointment or medication prescribed for burn. Pt completely healed in 1 week. During product evaluation, low debris levels were found in the handpiece. The bearings were gritty, which lead to heat up the head.

Event description:
A dentist was performed a routine procedure and while working on tooth #30, the pt's lower lip was burned.